Event description:
An attempt was made to use an amphiprion deep otw balloon catheter to pre-dilate a lesion located in the iliac artery. The device was inspected prior to use with no abnormality noted; however, it was reported that on first inflation the balloon burst. No injury to the patient was reported.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).